Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-00693 and 1627487-2019-03310. Additional information obtained identified the patient was implanted with three leads. It was undetermined which of the leads was liable. All possible devices are being reported.